Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 05feb2019. Philips field service engineer (fse) confirmed touchscreen failure. The fse replaced the touch screen assembly to resolve this issue. The unit passed the performance verification test after repair was complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 04feb2019, date rec¿d by MFR : 05feb2019. Philips field service engineer (fse) confirmed touchscreen failure. The fse replaced the touch screen assembly to resolve this issue. The unit passed the performance verification test after repair was complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was frozen. Reportedly, the customer performed a calibration, however, the issue persisted. There was no patient or user harm reported. The event date was not specified; estimate used.